Event description:
Additional information received and stated that surgeon noticed cartridge material adheres to posterior surface of lens requiring removal with irrigating the anterior chamber of the eye, which was sometimes difficult.

Manufacturer narrative:
Additional information provided in a.1., a.2., a.3.a., b.5., b.7., d.1., d.3., d.4., d.5., d.6a., d.10 and g.8. D.3. Product manufacturing site updated due to receipt of serial number information. G.8. Manufacturer report number updated and reported under 1119421-2025-01448. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported that following the intraocular lens (iol) implant procedure, the patient had posterior capsule opacification (pco), anterior chamber flare, phimosis and underwent yttrium aluminum garnet (yag) capsulotomy. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.